Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during the removal of the infusion set, the patient noticed that the plastic cannula of the set was bent. The home care patient ported that their blood glucose levels rose to 400 mg/dl due to the interruption in insulin therapy. No further adverse effects to patient reported.